Manufacturer narrative:
The device was returned the following were found during the evaluation; pins are detected deformed in scope-side connector and distorted image is detected when moving the cable. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope cable had no image, and image quality issues. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deformation of the connector terminal pins. Olympus will continue to monitor field performance for this device.